Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started making a loud noise and alarmed motor error then fatal error. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that the pump rebooted three times and thought it was the battery. After changing the battery, insulin pump had a black circle on the screen and started to rewind itself. The customer stated that the drive support cap appears normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was assisted in reviewing the pump's alarm history, pump alarm history contains both a motor position encoder error and more than one motor error alarm within a 30 day period. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime , and excessive no delivery alarm test. Unit functioned properly. No motor error alarm or motor position encoder error alarm noted in alarm history noted during testing. Motor was tested outside the device and passed. However noisy motor noted during testing. Problem isolated to motor. The insulin pump passed the delivery accuracy test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.